Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had a foley catheter (266726), stated label issue date 10/97. Stated that they pretested the balloon and when they did it disintegrated. Lot: 87hnr116. Explained the label issue date when the label was created. This item was manufactured in august 2003. Explained how it had a shelf life of five years, and they cannot recommend use beyond this. Customer was not happy there was no expiration date. Explained most products going forward would have an expiration date on the packaging, but those older products may not. Forwarded to complaints.

Event description:
It was reported that the nurse had a foley catheter (B)(6), stated label issue date 10/97. Stated that they pretested the balloon and when they did it disintegrated. Lot: 87hnr116. Explained the label issue date when the label was created. This item was manufactured in august 2003. Explained how it had a shelf life of five years, and they cannot recommend use beyond this. Customer was not happy there was no expiration date. Explained most products going forward would have an expiration date on the packaging, but those older products may not. Forwarded to complaints.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patients use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 15cc balloon: use 20cc sterile water 20cc balloon: use 25cc sterile water 30cc balloon: use 35cc sterile water 40cc balloon: use 45cc sterile water 75cc balloon: use 80cc sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Correction: e, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.